Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and pocket were failed. A field service engineer (fse) reported that drawer one in the auxiliary section, a legacy full height drawer, was not recognizing cubies, with one cubie missing and another showing a failed to open condition despite opening and prompting for release. The fse inspected the drawer, identified that the flat flex cable was damaged at the bend, removed the drawer, replaced the flat flex cable, reinstalled the drawer, performed a reboot, and confirmed that the drawer was functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer and pocket failed and could not be recovered. Attempts to resolve the issue, including hard and soft reboots, were unsuccessful. The initially failed pocket was reported to be an empty location without a cubie installed. The issue persisted, resulting in impaired device functionality. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.